Manufacturer narrative:
The agent reported, patients shoulder became unstable. The parts listed above were removed and replaced with a 40 neutral glenoid head with a +16mm, semi constrained humeral socket insert. This, along with soft tissue releases and repairs, stabilized the shoulder construct. Complaint has been evaluated and is similar to report number 1644408-2023-00196; 509-02-436, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient presented with instability following reverse shoulder replacement surgery (for fracture). Doctor decided to perform revision surgery to swap out to a larger head and liner. Male 68.